Event description:
Revision surgery - due to a torn rotator cuff, the surgeon revised from a total to a reverse shoulder.

Manufacturer narrative:
The reason for this revision surgery was due to a rotator cuff injury after 8 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause for the patients torn rotator cuff was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.